Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the production process of this ICD were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. In a first analysis step, the icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. The ICD then underwent a status interrogation, and the device memory was analyzed. The analysis showed that the battery voltage dropped below the eri threshold. This led to the eri detection and, subsequently, to a notification by home monitoring, in order to ensure the patient safety. In addition, there was a discrepancy between drawn charge and measured battery voltage. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The power consumption of the electronic module was measured and was as expected. The inspection of the module showed no anomalies. The battery was returned to the manufacturer for an extensive analysis. First, the production documents of the battery were reviewed, which showed no anomalies. Subsequently, the voltage and the heat tone of the battery were checked. During the measurement of the battery voltage, the battery was partially discharged. A performed microcalorimetric measurement showed a slightly increased heat tone of the battery. The battery was then opened, and the internal structure was visually inspected. A damaged insulation was detected during the visual inspection. This damage enabled an increased battery-internal self-discharge, which, in turn, led to the clinical complaint. In summary, the ICD had been implanted for 50 months. During the analysis, the clinical observation resulted from an increased battery-internal self-discharge. The electronic module proved to be free of defects during the analysis.

Event description:
After an implantation period of approx. 50 months it was reported that the device showed the eri status via homemonitoring. The device was explanted.